Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a breakdown of the skin-flap at the magnet site. Subsequently, topical antibiotics were applied to the affected area (date not reported). The implanted device remains.